Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to procedural factors (manipulation of the devices), patient factors (female gender, advanced age (B)(6), moderate valvular calcification, moderate aortic tortuosity) may have contributed to the dissections observed in the ascending aorta and aortic arch. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2019- 03727.

Event description:
As reported by our affiliate in (B)(6) during a transapical tavr procedure, after balloon aortic valvuloplasty (bav), when rapid pacing was stopped, ventricular fibrillation (vf) developed. Direct current (dc) shock was attempted, however, it was not successful. A percutaneous cardiopulmonary support (pcps) device was inserted. After the bp was stabilized, an increase in aortic regurgitation (ar) was confirmed, due to the bav. Based on these factors, it was decided to deploy a 23 mm sapien 3 valve immediately. The valve was deployed with 2 ml less contrast than nominal volume. The bp recovered and the certitude delivery system and sheath were removed. The procedure was completed. However, on transesophageal echocardiography (tee), a dissection was observed in the ascending aorta. Angiography revealed dissections in the ascending aorta and aortic arch. It was determined that a stent implant would not resolve the dissections. Possible replacement of the ascending aorta through the aortic arch was considered; however, after considering the patient¿s age ((B)(6)), and an apparent cerebral ischemia (dilation of pupils with differences between right and left) after bav, it was determined that even with surgery, it would be difficult for the patient to recover. The patient¿s condition was discussed with the patient¿s family. The family did not wish to perform further surgery. Pcps was removed in the operating room and the patient was returned to the ICU and expired later that night. Per medical opinion, the event was disassociated from the bav catheter. However, the event was associated with tavr procedure and the dc and pcps devices. The native annulus measured 23.4 mm x 18.7 mm by CT with an annular valve area of 334.0mm2. Moderate aortic valve calcification and no aortic root calcification was reported. The left coronary artery (lca) height was 12.5 mm and the right coronary artery (rca) height was 15.3 mm. There was no report of a porcelain aorta and/or horizontal aorta. Moderate aortic tortuosity was reported.